Manufacturer narrative:
(B)(4).

Event description:
Suture from tl came loose after t2 was deployed. The surgeon tried to remove but had difficulties cutting the ultrabraid with scissors. He/she managed to cut the suture by applying tension, but by the backlash t1 anchor was thrown out into the back side of the lateral meniscus. The anchor could not be found by arthroscopy or by joint irrigation and is left inside the patient. Procedure was completed as planned employing the double anchor method, by using another fast-fix.